Event description:
One patient with discrepant sodium results. Initial result 103 mmol/l, repeat 128 mmol/l. The initial result was not provided. The field service rep determined the position of the sample probe to be the cause and he adjusted the sample probe position. Performance tests performed which were within specifications.